Event description:
It was reported the right ventricular set screw on the device header was stripped. No patient consequences were reported. Further information was requested but is not yet available.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.